Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged blackness across the subject meter's display screen was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the product(s) associated with this complaint.